Event description:
Boston scientific received information that this product was part of a system revision due to infection with endocarditis. There were no additional adverse effects reported. Attempts were made to obtain additional information however was unsuccessful. All available information suggests that the product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.